Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/14/2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose over 600 mg/dl with nausea and an unspecified level of ketones associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and was treated in the emergency room with IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the patient only had one basal rate and did not use the advanced bolus feature. It was also revealed that the patient had overridden the dosage recommended by the bolus calculator feature. Cts referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.